Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the needle protector tube was missing. The device was not used on a patient.

Event description:
It was reported that the needle protector tube was missing. The device was not used on a patient.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a missing protective needle sheath is inconclusive due to the condition in which the sample was returned. One 20 g x 0.75 in. Safestep infusion set with a y-site was returned for evaluation. An initial visual observation showed the dust cap remained on the luer connector hub and the safety mechanism was observed to be engaged. No use residue was observed on the returned sample and no protective sheath was returned with the sample. As the product was returned outside a sealed package, it could not be determined if the protective sheath had never been assembled onto the needle or if/when and where the protective sheath was separated from the needle shaft. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.